Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, there is a hole on sterilized packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4).batch # l54a85. Device analysis: the analysis results found that a cdh21a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.